Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that that the patient was seen in clinic as the device was emitting beeping tones. Upon interrogation, it was determined that this implantable defibrillation lead exhibited a high out-of-range shock impedance measurement of 128 ohms. The device needed to be interrogated to clear the beeping. The lead remain in service. No adverse patient effects were reported.